Manufacturer narrative:
Exact date unknown, event occurred a month from the date the manufacturer was made aware.

Event description:
It was reported that the patient experienced discomfort and had difficulty charging the ipg due to ipg migration. The patient underwent a pocket revision procedure and was doing well post-operatively. The ipg remains implanted.